Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient believes their dbs implant has been hacked. They have read articles online that it has happened to others. When the patient was asked if they had any information on these other events, they stated that one was regarding a patient with an insulin pump and that the manufacturer was teaming up with a cyber security firm because there were so many issues with devices getting hacked.